Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-jun-2020, it was reported that the patient was hospitalized due to diabetic ketoacidosis and found it was due to insulin leaking - tubing detachment which was close to the site location. Reportedly, on (B)(6) 2020 at noon time, the patient had changed it, as it was leaking and did not know why. So, the infusion had been used for a few hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was not stress or pull on the tubing and the pump was not dropped with the set connected to her body. Further, the site location was on her sides and the pump was also on the same side. She experienced nausea and vomiting, and her blood glucose level was in 300's mg/dl at the time of the incident. Subsequently, on (B)(6) 2020 at 5:00 pm, she was admitted to the hospital and insulin injection was administered intravenously, instead of going into the pump. On (B)(6), she was discharged from the hospital. However, on (B)(6) 2020, friday midday she started to use the pump again but started to feel like about to puke and her blood glucose level was 300 mg/dl, she started to notice that the tubing was leaking again. She felt like it was the same thing that happened last month. Currently, (B)(6) 2020 her blood glucose level was 200 mg/dl and was using insulin injection now. She did not want to use the same sets that she has right now as she was hospitalized last month, and she had the same experience again last friday and don't want to go back into the hospital again because of insulin leaking on the set. No further information available.